Event description:
Customer reported experiencing a high blood glucose level, although the specific value was not known. Reading was obtained using both a cgm and a bg meter. There was no adverse impact to the customer¿s blood glucose level. Customer administered a correction injection via multiple daily injections (mdi) and was assisted by technical support to address an issue with air bubbles in the insulin cartridge, which was due to user error during the loading process. Customer resumed insulin delivery, and technical support provided education on ensuring proper cartridge loading to prevent future issues. Technical support followed up to explain pump log findings and operation of the control iq feature, which was confirmed to be working correctly. No further action was required.